Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4543, boston scientific lead, implanted: (B)(6) 2009, 5076-52, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that, one day post implant of a new ICD device, an alert triggered for out of range lead impedances on the right atrial (ra) and right ventricular (rv) leads. Potentially, the impedance measurements may have been taken prior to the leads being connected on the implant day of the of the new ICD device. A transmission report showed low impedance was measured on the svc and rv defib coils. The leads remain in use. No patient complications have been reported as a result of this event.